Event description:
Additional information indicated that a recurrent alert was detected for this ICD and rv lead system as it exhibited high out of range impedance measurements. The cause of the high out of range shock impedance measurement was not determined. A (non-invasive programmed stimulation) was planned. No adverse patient effects were reported.

Event description:
Additional information indicated that commanded shocks were performed and were successful. Shock impedance measurements begin to rise up and went out of range. The physician will continue to monitor this patient. No adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information indicated that the cause of the high out of range shock impedance measurement was not determined. A (non-invasive programmed stimulation) was planned. This ICD and rv lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.